Event description:
The customer reported that the oxygen (o2) sensor would not calibrate on an 840 ventilator. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).